Manufacturer narrative:
The tibial insert impactor tip broke upon impaction at the point where the tip connects to the impactor handle. Surgery was completed. Review of inspection records for the affected lot of material indicate that the device was manufactured to specification.

Event description:
The tibial insert impactor tip broke upon impaction at the point where the tip connects to the impactor handle. Surgery was completed.